Event description:
The haptic on the intraocular lens(iol) distorted as it was being implanted. The patient's incision was enlarged to remove the iol and another lens implanted without complication.

Manufacturer narrative:
(B)(4). The iol was not received for analysis. The cause of this event reasonably suggests it is not manufacturing related but instead user related. The iol met all manufacturing specifications prior to release. An update to this report will be submitted if lens is received for analysis.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system while under testing failed returned instrument test/evaluation for volume accuracy during drain 1.

Manufacturer narrative:
Inspection of the returned intraocular lens shows a distorted haptic. While we were unable to definitively determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related. The lens met all specifications prior to release. Will continue to monitor and trend all reports received.